Manufacturer narrative:
(B)(4). UDI : (B)(4). Associated products : item#:189040; vngd ant stblzd brg 10x67; lot#:510870; item#:141222; biomet cc I-beam tray 67mm; lot#:j6399511. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01680. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. Mymobility records were provided and reviewed by a healthcare professional. Review found patient had rom 20-90 deg at 1 month. Mua performed on (B)(6) 2019 due to arthrofibrosis. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The patient underwent a manipulation under anesthesia approximately 2 months post-op, due to arthrofibrosis stiffness. The issue was reported to have resolved one week after the mua without further complication.